Event description:
It was reported by the customer that they cannot distinguish kvo and other high priority alarms. There was patient involvement but no harm. Customer provided additional information during follow up: "there was no patient harm. Staff have requested that the new software be modified so the kvo alarm returns to a medium priority instead of high. They expressed concern that a high-priority alarm may contribute to alarm fatigue, particularly in departments like oncology, where nurses are typically present with patients in a clinic setting."

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.